Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to a broken pulse wire in the front therapy electrode area. The electrode belt did not pass falloff testing. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.